Manufacturer narrative:
The permanent cautery hook instrument involved with this event was returned for analysis. The instrument was found to have a broken main tube with no material found to be missing. This failure is typically associated with mishandling/misuse such as an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook (pch) instrument collided with the prograsp instrument and was damaged. There was no report of fragment(s) falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, no arcing was observed from either the pch or prograsp instruments when the collision occurred. The instrument hook was broken off while dissecting the tissue. Intraoperative or post-operative complications did not occur. The customer used a backup instrument to continue the procedure and confirmed that no fragment fell inside of the patient. The site did not allege any malfunction on the prograsp instrument. The patient had no injury and has not returned to the hospital due to experiencing any post-surgical complications as a result of the event. Photographic images of the device(s) or a video recording of the procedure were not available.